Event description:
Device 1 of 4. Reference MFR. Report #1627487-2015-06254; 1627487-2015-06255; 1627487-2015-06256. Additional information received identified prior to explant, the patient additionally experienced swelling of her neck which caused discomfort.

Event description:
Device 1 of 4 reference MFR. Report #1627487-2015-06254; 1627487-2015-06255; 1627487-2015-06256 it was reported the patient experienced uncomfortable stimulation from her scs system. As a result, the patient's entire system was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.